Event description:
Customer reported the panorama central station displayed an error message, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the system's errors and resetting.